Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The device can not be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. It was stated by the customer that there was no damage noted to the device during preparation for use. Based on the information provided, the risk assessment for the lucia product and based on our experience we have determined that the following factors may have cause or contributed to the damaged haptic issues are but are not limited to: · improper folding of the lens. The lens should fold "u" during the advancement of the plunger. In some cases due to: misplacement of the lens may occur within the cartridge when adding ovd, the cannula may catch the edge of the lens or haptic; thus, removing the lens off the "track." This causes the lens to not eject correctly, resistance being felt or appear to become stuck. · inadequate application of ovd. The IFU asks for generous amount of ovd to be applied, which covers the lens and the blue cushion. If ovd is not placed on the blue cushion advancement of the plunger may be inhibited by high frictional force and appear to become stuck. · dwell time after preparation: the IFU recommends that after the lens is advanced into the conical section the lens must be injected immediately. Dwell scenarios where the lens sits in this position for a prolong time prior to injection may lead to stuck iol issue. Viscoelastic materials may lose their lubricity if allowed to stand too long. For 621p- dwell time after preparation: the IFU indicates that after you cover the whole lens and blue plunger tip with a generous amount of ophthalmic viscoelastic. Avoid touching the lens and blue plunger tip. You are to close the lid of the iol chamber allow the lens to remain in this position until the surgeon is ready to implant it into the eye. Then you are to advance the lens to the intermediate position. Gently press the plunger forward until an audible "click" is heard. The IFU gives the following statement: "important: the lens should be implanted immediately. Dwell scenarios where the lens sits in this position for a prolong time prior to injection may lead to stuck iol issue. Viscoelastic materials may lose their lubricity if allowed to stand too long."

Event description:
It was reported that "the haptic sheared off during insertion of a CT lucia 621 monofocal iol. Incident occurred: 9/1/23. There was no injury to patient. The lens was successfully removed and replaced with another iol."